Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument would not turn in the direction that the surgeon intended. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: the distal pulley exhibits mechanical damage. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damage to the distal pulley was likely due to mishandling/misuse. The distal end of the main tube has a scratch mark exhibiting light material removal and a rough surface finish. The scratch is short in length and not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, and the additional finding of a tube abrasion with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.